Manufacturer narrative:
DHR for lot: 182735t shows that no nonconformances were generated for this lot. The root cause is unknown as the products have not been returned; however, patient activity is a possible contributing factor.

Event description:
2 of 2 reports: other mfg report number: 1651501-2019-00014. A company sales representative reported that on (B)(6) 2018 a pyrocarbon mcp (ID: mcp-100-30p-ww / lot 182735t) was implanted and on (B)(6) 2019, it was removed due to breakage. The broken implant was discovered during an outpatient visit. The broken implant was replaced with a competitor device. The patient is fine.

Manufacturer narrative:
Review of DHR for lot 182735t shows that no nonconformances was generated for this lot. The devices were returned and underwent failure analysis. Review of the components showed that there was no breakage of the distal component; however, the proximal component was returned in two pieces along with several fragments. Based on the visual review of the returned components, it is unclear how/when the fracture occurred; however, the fracture appearance is consistent with a rapid brittle, bending fracture. It is unclear if the breakage occurred during implant (during impaction) and went unnoticed or occurred post-implant due to patient action. The root cause is unknown based on the analysis performed.